Event description:
It was reported that the patient's unit stopped working while they were a passenger in the car and the unit would not accept a charge. As a result, the unit stopped outputting oxygen and the patient passed out as a result. Their family member brought an oxygen tank to the car at the time of the event, but emergency services was not called and the patient did not get hospitalized. The patient has received a replacement unit and it is working well for them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 24-feb-2026. The unit was returned with reported power port damage, which was confirmed upon inspection. The motherboard j14 pins were found to be stuck, consistent with a high-impact event. Additionally, excessive dust buildup in the muffler led to a blocked feed port. Due to cosmetic damage the housing and uip were also replaced.